Event description:
Clinical study. 191 days after a coronary artery drug eluting stenting procedure the patient experienced a myocardial infarction (mi). The lesion being treated in the index procedure was a 2.75mm, 80% stenosed portion of the mid right coronary artery (mid rca). The physician treated the lesion with predilatation and successfully placing a taxus express2 8.8% drug eluting stent in the target lesion. There were no reported complications. The patient was discharged the next day on plavix and aspirin. 191 days after the initial procedure the patient experienced a no q-wave mi as evidenced by elevated cardiac enzymes. The patient was hospitalized and underwent an left subclavian endarterctomy. The patient was discharged 1 month later. In the opinion of the physician the relationship of the mi to the taxus stent is unknown.